Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Additionally, during inspection from the repair center, foreign materials were observed coming out of the nozzle of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause from the suggested event was that the printed circuit board of the image sensor unit and scope connector was short-circuited due to an air leak in the biopsy channel. The foreign material listed in the repair estimate appeared to be silicic acid derived from chemicals. However, the root cause of the residual foreign material could not be identified. Labeling. Inspection method for the suggested event is described in the reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing. Accessories) section 5.5 manually cleaning the endoscope and accessories ¿. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign material remained, and there was no physical damage to the area where the foreign material remained. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope produced an e315 scope communication error code and did not produce an image. The issue occurred during preparation for use of an unspecified diagnostic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.